Manufacturer narrative:
The device has not yet been returned for evaluation. Should additional info be received, a supplemental form will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level.